Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was outside working with power tools when the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt). The device remains in use and is currently functioning as programed. No further patient complications have been reported as a result of this event.